Event description:
The implantable neurostimulator was returned to the manufacturer for analysis. Returned paper work indicated that the patient expired. The cause of death, patient symptoms, and device troubleshooting was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator revealed no significant anomaly found. Output and telemetry was ok. The battery was near assumed normal end of service. The proximal end of the extension was returned for analysis. Final device analysis of the extension revealed no significant anomalies.